Event description:
It was reported that one day post implant of the left ventricular (lv) lead, chest x-ray showed the lead was pulled back and is now more anterior. It was noted the patient experienced hematoma. There was also increased threshold, high threshold and no capture on the lead. The lv lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014; 694765 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).